Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient developed inflammation (tass ¿ toxic anterior segment syndrome) following vitrectomy surgery (floater removal). Additional information has been requested but is not available at the time of this report. This report refers to the first of three patients treated by the same physician.